Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge tubing became separated from the cartridge. Customer¿s blood glucose (bg) level ranged from 40 mg/dl to 109 mg/dl; cause of low bg was unknown. The customer consumed carbohydrates to address bg and changed the cartridge to address the issue. Recommendation was made to discuss diabetes management with a health care professional.